Event description:
Customer reported that quality control(qc) was not run on the instrument in (B)(6) 2014. Customer indicated that they came to know about this event after software upgrade on the instrument in (B)(6) 2014. There was no report of injury due to this event.

Manufacturer narrative:
The initial MDR 1217157-2014-00054 was filed with FDA on april 10, 2014. Based on the review of files, siemens representative confirmed that the software v3.9 was done on (B)(6) 2014 at 10:54 (not in (B)(6)). Customer indicated that automatic quality control(aqs) was running as scheduled and the secondary required qc was not run on the instrument. The instrument is performing as intended. Note: because this additional information was not available for the initial filed MDR, the MDR was filed. Had this additional information been available, this event would have been assessed as not require filing MDR as per 21 cfr 803.

Manufacturer narrative:
Customer should not have run patient samples when quality control was off on the instrument. Customer upgraded the software which will flag if automatic quality control(aqc) turned off on the instrument. The event is occurred due to an operator error. The instrument is performing as intended.